Manufacturer narrative:
(B)(4). There was no sample received for analysis. Only a picture was received for analysis. Upon visual inspection of the picture, it was noted that it only contained the portion of the tyvek that contains the lot information. The manufacturing records of the batches (n92m6d and n92l57) associated to this lot were reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process the photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. No conclusion could be reached as to what may have caused the reported incident.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned with no damage in the external components. In addition, 1 clip conforming was returned inside a plastic bag. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 9 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the "staples" are not deploying properly, they are not closing. It is unknown how the procedure was completed. There were no patient consequences reported.